Event description:
The customer reportedly received the following results on accu-chek active s within 10 minutes: 320 mg/dl, 142 mg/dl and 91 mg/dl. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.